Event description:
It was reported when using the pyxis medstation es system, the full-height drawer was inoperative, as the railing and ball bearings had detached from it. The customer reported that the malfunction arose when the user attempted to administer medication to the patient, leading to a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rails of the full-height drawer were physically damaged. There was damage to the retractor band as well as to the latch sensor. The field service engineer replaced the rails, retractor band, and latch sensor to resolve the problem. Subsequently, the drawer was reinstalled into the cabinets and successfully tested. The system functioned as intended after the field service engineer troubleshot the device.